Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl and 1000 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with and insulin during hospitalization. Customer did not report any symptoms related to high blood glucose event. Customer declined to perform a carelink upload. The device will not be returned for analysis.